Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 451mg/dl. The customer states they treated with pump. The customer inquired about sensor calibration. The customer states they would wait for their levels to drop and call back for assistance with calibration.